Event description:
It was reported that a new ilet user inadvertently initiated the fill tubing function while connected to the infusion set and delivered approximately 0.7 units of insulin, after which the user was guided to disconnect, prime until drops were seen, reconnect, and then successfully announce their meal. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and no device alerts or alarms. Investigation included troubleshooting and user education on correct fill-tubing procedure and safe reconnection. Investigation of this case revealed user error related to performing a tubing fill while connected to the body, with the issue confined to use of the infusion set and cartridge components; device performance otherwise functioned as intended once proper steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error.